Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed a hematoma. The impella cp was repositioned, and heparin was discontinued. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.

Event description:
The user facility reported a 78-year-old male in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed a hematoma. Heparin was discontinued. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma could not be determined. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records. B5 revised to reflect that the impella was not repositioned.